Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that they had a car accident on (B)(6) 2026 where they blacked out, their car hit a curb and power pole and car rolled over. The patient said that they had aches and pains on the inside from the motor vehicle accident and never thought anything about their implant. The patient said they had been in the emergency room following the car accident and had CT scans done to see if they had any broken bones. The patient said after the car accident they just thought they had the flu because they had horrible headaches and also had diarrhea and was having accidents and squirting (out fecal matter) and it was just nasty. The patient said they checked their therapy and realized that therapy was off and they didn't now how to turn therapy back on. The patient said that they probably had a return of symptoms because their therapy was off and they speculated that the CT scan and being in the emergency room had turned off the therapy. During the call the agent assisted the patient in turning therapy back on, the patient encountered a "power on reset (por)" message that they were able to bypass when they entered the micro my therapy application. The patient was able to turn therapy back on. The patient will monitor symptoms now that therapy was back on.